Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2006; 5076 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported there was high impedance and an apparent fracture of the right atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.